Event description:
It was reported that a leg of a g2 femoral vena cava filter has perforated the patient's vena cava. The patient presented with pain and underwent a CT scan which allegedly demonstrated a filter leg perforating the vena cava. Retroperitoneal bleeding proximal to the filter was also observed. Subsequently, additional information was received reporting that another physician also reviewed the CT scan and did not think, to the best of his knowledge, that the alleged perforation and the bleeding were connected. The bleeding was about 3cm below the leg penetration. There were no clinical symptoms that resulted from the alleged filter perforation; therefore, the filter will not be removed. Reportedly, the patient was released from the hospital.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter remains implanted; therefore, not available for evaluation. The event investigation is currently underway.